Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, lens optic cracked upon delivery completion into the eye. Subsequently the lens was removed during initial procedure and completed with another lens. There was no patient harm.

Manufacturer narrative:
Additional information was added in d.9., h.3., h.6. And h.11. The device and lens were returned loose in the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has been fully advanced outside the tip of the device. No damage or abnormalities observed. The lens was returned outside the device, wrapped in surgical gauzes. Blood and viscoelastic was dried on the lens. The optic had a deep scrape mark on the anterior side near the central optic zone, which may have been interpreted as the reported "crack" complaint. This type of damage to the anterior of a lens could happen if a plunger override had occurred. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was provided. The root cause cannot be determined for the reported complaint. The optic had a deep scrape mark observed on the anterior side near the central optic zone, which may have been interpreted as the reported "crack" complaint. Damage to the anterior optic surface may suggest a plunger override has occurred during delivery. The plunger position in relation to the damaged lens during advancement cannot be determined because the lens was returned outside of device and the plunger was fully advanced. Plunger override may occur: due to rapid advancement faster than the instructions for use (IFU) recommended rate. If inadequate viscoelastic is placed in the device, this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the device is overfilled with ophthalmic viscosurgical device (ovd), this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).